Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported by our business unit in india that when battery from slot number 2 was removed the iabp works without any problem. The battery from slot 2 was also tested in slot 1 and found to be working ok. The malfunction was found with the iabp's power management printer circuit board. It was replaced and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check by customer the cardiosave intra-aortic balloon pump was giving a continuous beep alarm the iabp was switched off and whenever it was switched on. There was no patient involvement or adverse event reported.

Event description:
It was reported that during routine check by customer the cardiosave intra-aortic balloon pump was giving a continuous beep alarm the iabp was switched off and whenever it was switched on. There was no patient involvement or adverse event reported.